Event description:
According to the reporter: the product was used throughout the case and was reinserted several times into patient abdomen. During this time, the gas insufflation through the port, was not working as well as it was at the start of the procedure. The specimen was difficult to endocatch laparoscopically therefore an open incision was performed. At this time a small silicon like cuff was found in abdominal port site where the product had been placed. The silicon like cuff was removed by the surgeon and kept with the trocar for product complaint. Surgeon and staff had been unaware of the cuff coming off the trocar. On inspection looked intact and had worked as expected so finding the cuff was unexpected. There was no pt injury.

Manufacturer narrative:
(B)(4).